Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The setscrew marks on the connector pin were too proximal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted (B)(6) 2013; d224trk ICD, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. The left ventricular (lv) lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.